Event description:
It was reported that the patient was referred for vns replacement surgery due to battery depletion. It was later reported by the patient's mother that the physician was unable to interrogate the vns and that the mother felt the vns was completely depleted. It was stated that the patient had at least 2 gtc breakthrough seizures requiring diastat. Follow up with the physician's office revealed that they were unaware of the breakthrough seizures, but had noted a full body seizure. The facility was unable to provide an assessment on the cause of the seizures since they were unable to interrogate the device. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
Information was received noting that the patients had their generator replaced. The explanted generator was noted to have been discarded. No other relevant information has been received to date.